Event description:
Healthcare professional reported right side rupture confirmed via ultrasound and capsular contracture baker grade I. Later healthcare professional reported "multiple areas of echogenic intracapsular fluid are seen around the implant" via ultrasound. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Clarification: b01 should not have been included in previous emdr visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound and capsular contracture baker grade I. Later healthcare professional reported "multiple areas of echogenic intracapsular fluid are seen around the implant" via ultrasound. Device was explanted and replaced.